Manufacturer narrative:
Correction: listened to the call and found that there was an issue with the filling needle/syringe, and that is why the pod was never used, the cannula never deployed. The customer reported when the needle was put into the pod it was super hard and not hot to fill with insulin. Please disregard other MDR as new information will be not reportable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula never deployed indicating a needle mechanism failure. It was also reported that the pod was hot.